Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted between the prostate and rectum during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, a stepper and standoff balloon were used during the spaceoar injection. The patient was planned for a high dose rate (hdr) and external beam radiation therapy. According to the complainant, on (B)(6) 2019, during the second hdr treatment there was a palpable smooth resistance beneath the rectal mucosal wall and a 0.5 cm by diameter area with slight roughness on the mucosa. External radiotherapy treatment was performed on (B)(6) 2019. During planning magnetic resonance imaging (MRI) there was a suspicion of gel misposition in the rectal wall and perforation was noted through proctoscopy. Radiation treatment was discontinued. On (B)(6) 2019, the patient had a colorectal endoscopy which confirm that the gel intruded the rectal lumen. A rectal endoscopy was performed on (B)(6) 2019 and a mucosal lesion of 1.5 cm in size was found and noted to be healing. The patient condition at the conclusion of the procedure was reported to be stable and a was scheduled for further testing on (B)(6) 2019.